Manufacturer narrative:
(B)(4).

Event description:
Customer reported the unit alarmed with a vent inop occurrence of machine and proximal pressure sensor failure. The customer reported the device was in use and there was no patient harm